Event description:
Pt was admitted with shortness of breath, congestive heart failure, loud systolic murmur indicative of aortic insufficiency. At reoperation, clots were found on the aortic & mitral valves & one leaflet of the aortic valve was fixed open. Pt had a very small aorta. Both valves had good seating & appeared to function well following declotting. Postoperatively, pt developed gastrointestinal bleed and multi system failure and expired. The valve functioned properly at autopsy.